Event description:
This is a report of a homechoice patient (hp) who developed peritonitis. The rn stated that the hp denies any break in aseptic technique, but the rn believes that there was a break and would be retraining the hp on proper aseptic procedures. The hp had a low drain volume alarm with cramping. The nurse (rn) stated that the hp was being treated for peritonitis ((B)(6)) and was being treated with vancomycin 2 grams every 5 days for 21 days. This is for file 3 of 4 for the report of peritonitis.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.